Event description:
It was reported that a patient underwent an unknown spinal procedure for scoliosis. During surgery, "the head of the screw got damaged. The sides were damaged and the head was also collapsed a little bit. Because of that doctor couldn't get the set screw into the heads anymore. The set screw couldn't get in because the inside of the head was also damaged (the wiring), which was also damaging the wiring of the set screw. In the end, this problem was detected and the screws replaced. They couldn't use the derotators anymore because of the forces on the screws. No fragment of the screws remaining in patient. Doctor commented that the scoliosis was too rigid."

Manufacturer narrative:
Additional information: analysis of the returned device shows that the threads of the break off screw do not appear to be damaged. The break off portion has separated from the screw. It appears that the screw became jammed while being threaded into the fas and the break off torque was reached. It would appear the break off screw, broke off when the screw became jammed. The screw is designed to break off at a certain torque.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.